Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported complaint and replaced the set up joint (suj). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a training/demo, an intuitive surgical, inc. (Isi) clinical sales manager (csm) stated the universal surgical manipulator (usm) 3 moved without clutching. An isi technical support engineer (tse) found error 100 for set up joint (suj) 3. The tse instructed to hard power cycle system, but issue persisted. The tse reviewed previous logs and found multiple error for usm 3 suj wrist. No known impact or patient consequence was reported.